Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness for approximately 20 ¿ 25 minutes. The patient¿s mother called emergency medical services (ems) who performed a bg upon arrival which was 1.7 mmol/l but the patient¿s cgm displayed 4.7 mmol/l. Ems provided the patient with glucose gel and the patient was transported to the hospital. The patient was treated with IV fluids, remained at the hospital overnight and was transferred to different hospital the following day. The patient¿s ketone value when ems arrived was 0.1 and increased overnight to 5. At the time of the report, the patient was still in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.